Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.